Event description:
It was reported that the patient presented for a generator change procedure. Upon interrogation, it was found that the right ventricle lead exhibited low pacing impedance. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.